Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set patch. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available